Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 21 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement, high pressure and prime tests. Found that the customer had delivered two boluses prior to the event. The customer used the bolus wizard feature, but he did not enter a blood glucose reading. Also found that the customer re-uses the reservoirs. The customer was advised not to re-use any supplies and to always enter a blood glucose reading when using the bolus wizard feature.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.